Event description:
After processing approx 4190 ml of whole blood customer reported that during the return cycle, the donor experienced pallor, nausea, sweating, and felt warm/hot. The operator gave the donor saline and the symptoms stopped. The donor was re-infused. Donor rested with head down, feet up, and was given fluids and a cracker. The donor had stated that she had not eaten. Customer stated the donor left in good condition.